Event description:
It was reported that while injecting non-ionic contrast at 3cc/sec., the injector paused stating "check for possible extravasation". This occurred after 117 cc had been injected into the patient. Contrast was not seen on the images. The IV site (anterior rt. Forearm) was checked and a large degree of swelling was located directly below the eda patch. Prior to injection and placement of the eda patch the IV was flushed with 20 cc saline. The study was completed after establishing an IV in the left hand. Ice was applied and patient was scheduled for a plastic surgeon consult.